Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1017b, implanted: (B)(4) 2015, product type: lead. (B)(4).

Event description:
It was reported that experienced a loss or change of therapy, retention, fever, and pain. It was reported that last week had to catheterize herself a couple times. It was noted that a day prior to this call patient couldn't get the device where it was working right and where she was comfortable. The patient stated that the whole bladder area was in pain and she was bent over in pain. The patient had to catheterize herself 10 times. It was really thick and pure blood. The patient went to the emergency room (ER). They gave her a steroid shot and put a catheter in her. The catheter bag was full of blood. The neurostimulator doctor was thinking patient's wires have moved because of the weight loss. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.